Event description:
Complainant alleged that while attempting to transport a pt, the device displayed a low battery message and the display inappropriately went blank. The paramedic plugged the device into ac power and the display did not come back on. After 2-3 minutes, the screen started to flash and then returned to normal with two more instances of the screen going blank then coming back on. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.